Event description:
It was reported that in 2006, a brachytherapy patient was admitted to the hospital experiencing blood in his stool with no other symptoms. The next day, a colonoscopy was performed. No lesion was identified in the cecum, ascending colon, or hepatic flexure. A 6-mm sessile polyp was noted in the transverse colon close to the hepatic flexure and was removed with hot biopsy forceps. No lesion was identified in the splenic flexure or descending colon. Diverticulosis was noted in the sigmoid colon. Moderate colitis appearance suspicious for angiodysplasia was noted in the rectum and was suspected to be radiation induced. A biopsy was done and sections showed rectal mucosa mildly acute inflammatory infiltrate in the lamina propria, with occasional acute cryptitis. The inflammation is non-specific. There is no atrophy of glandular mucosa or significant fibrosis. There is no distortion of crypt architecture. Clinicopathologic correlation is suggested. Mild internal hemorrhoids were also noted. The patient had discontinuance of bleeding spontaneously. The patient's prostate was previously implanted with brachytherapy seeds in 2005. The seed activity was calculated in error and the patient received a higher dose than was planned.

Manufacturer narrative:
Investigation determined that the incorrect seed activity was shipped to the customer; however, the paperwork stated the correct activity. The seed activity was not what doctor ordered and was missed by customer service, customer service checker, pharmacy and 2 physicists. A review of all the paperwork and follow-up checks was performed. It was noted that the manufacturer's customer service initially wrote the order according to the plan which was 0.27 mci. When matching the requested level of seed activity to the cart showing the actual activity that must be sent in order to allow for natural decay, the level of activity used for comparison to the chart was 0.375 mci instead of the requested 0.27 mci. The manufacturer's person who checks the order did not find the error. The order acknowledgment confirmation that was faxed to the manufacturing site from the manufacturer showed the customer requested 0.27 mci but also showed the activity being shipped was 0.393 mci on the assay date. The activity level of 0.393 mci was necessary to allow for normal decay per the conversion chart for activity level 0.375 mci. The order was then sent to the manufacturing site who only received the paperwork that showed the activity level to be shipped to the pharmacy as 0.393 mci assayed. The pharmacy also failed to note the requested activity was different than the activity listed on the paperwork. The order along with the paperwork was shipped to the customer. The 100% assay paperwork done at the pharmacy showed the seed activity to be within 1.5% of the activity ordered. However, the paperwork from the pharmacy also showed the requested activity as 0.375 mci. The certificate of analysis provided from our manufacturing site showed the activity to be in the 0.39 mci range, assayed, which was also included with the shipment.